Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the patient underwent the surgery with the insert in question. After the surgery, the patient visited the hospital with knee pain on (B)(6) 2022. The surgeon was going to consult with the sales rep about replacement of the insert on (B)(6) 2022. The details are unknown but there is a suspicion of damage to the insert. Revision surgery was (B)(6) 2022. No further information is available. Doi: (B)(6) 2017, dor: (B)(6) 2022, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. After visual examination of the device along with photographic evidence provided, reported conditions were confirmed. The tibial insert bearing surface presented a remarkable worn condition. Also there was observed that poly insert presented a fracture at one of the edges of the condyle's bearing/rotating area. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received indicating that "on (B)(6) 2022, the insert was exchanged with the new one. The outer posterior of the insert for the right knee was broken. The surgeon¿s comments: although the patient fell, it would be a problem if the insert was broken by such impact."